Event description:
It was reported that while the surgeon was making the distal cut it was noticed that the saw did not end up flush against the box chisel. As a result, the saw blade skived proximal approximately 1/8 of an inch past the box osteotome.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the reported manufacturing lot. Visual, dimensional and functional analysis could not be performed as the device was not returned. An intraoperative image of the box cutting guide and the box chisel were provided. In the photo provided the box chisel does not appear to be flush against the box cutting tide. Return of the triathlon cutting guide is needed to fully investigate. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that while the surgeon was making the distal cut it was noticed that the saw did not end up flush against the box chisel. As a result, the saw blade skived proximal approximately 1/8 of an inch past the box osteotome.